Event description:
It was reported that during a gastrectomy procedure, the staple line was incomplete; procedure extended by 150 mins. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 08/13/2007. Information anticipated, but unavailable at this time.